Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the keypad overlay in order to address and correct this reported condition. The device then passed all performance testing and was deemed ready to be returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During preventive maintenance, the field service engineer reported a ventilator with a cracked keypad. No patient involvement.